Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory for evaluation on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device but not in its normal position with the white plunger partially depressed and the blue slide lock disengaged. We are unable to determine when the white plunger was partially depressed. The delivery device was removed from the loading device. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was observed inside the loading device window. The seal and tension spring assembly was taken out from the loading device for inspection. There was no sign of crack/delamination on the seal. The following measurements were taken of the delivery device; the inner delivery tube diameter was measured at 0.195 inches. The outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed, but was confirmed for the analyzed failure "fitting problem".

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) seal did not deploy fully from device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Correct sections b-5 - describe event or problem; h-6 - device codes. Corrected b5 to reflect the correct updated information. Corrected h6 from "misfire" to "activation problem" updated sections: g-4, g-7, h-2, h-10. Internal complaint number: tw #(B)(6).

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) seal did not deploy fully from device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) misfired. A replacement device was used to complete the procedure. The hospital did not report any patient effects.